Event description:
Technician alleged that the brakes were not holding.

Manufacturer narrative:
Technician adjusted the steering linkage and replaced the brake linkage to resolve the issue. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.